Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error was present in the long trace file due to software error. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical error alarm. The insulin pump also had a motor safety circuit failed test alarm. Blood glucose value at the time of incident was 145 mg/dl. The customer was unable to clear the alarm. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.